Event description:
A distributor contacted heartsine to report that a customer¿s device failed to emit audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted heartsine to report that a customer¿s device failed to emit audio prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No measurable fault was identified on the pogo-pins, speaker, membrane and on/off circuitry, and no abnormalities were observed in relation to the curvature or spring force of the on/off button dome. The device performed to specification throughout testing at heartsine. The device was scrapped by heartsine and the customer was provided with a replacement device.